Event description:
It was reported that the physician commented that the controllability of the bmw universal ii guide wire has changed. It is no longer possible to control the guide wire in the anatomy without a torque device, and the tip is not easily controlled. The guide wire did not respond to movements with the torque device. It was also noted that during use, the physician applied a different angle and the guide wire moved into a different position, which lead to a dissection. The dissection was not treated and resolved by itself. The procedure was completed with an unknown guide wire successfully. The patient outcome is fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The reported patient effect of dissection is a known adverse event as listed in the coronary guide wires instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.